Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Retractor was severely damaged during cutting. Case type: tka.

Manufacturer narrative:
Reported event: -customer reported that the retractor was severely damaged during cutting. Device evaluation and results: device evaluation was not performed and the bent hohmann retractor event was not confirmed. Device history review: review of the device history records indicate 198 devices were manufactured and accepted into final stock on 08/28/17 with no reported discrepancies. Complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the bent hohmann retractor. There have been no others event for the referenced lot number. Conclusions: no product inspection could be completed due to the part missing. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Device not returned.

Event description:
Retractor was severely damaged during cutting. Case type: tka.